Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the patient expired. The patient was found dead on a couch at home. Per the report, information suggested that "he was found with bottles of pills" and also indicated cocaine use by the patient. The cause of death was reported to be unrelated to the implanted system(s). The pump contained morphine sulfate 25.0 mg/ml; programmed to deliver 7.5 mg/day; bupivicaine - 7.5 mg/ml.